Event description:
Customer reportedly received result of 37 mg/dl on a professional device and result of 191 mg/dl on the performa nano system within 10 minutes. Customer reported low blood glucose symptoms with these results. Customer was treated with an injection of glucagon. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).